Manufacturer narrative:
E1: name of initial reporter is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the issue was not determined since issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) had a purge flow malfunction and smoke smell coming out of the device during patient support. No patient harm reported.